Event description:
The customer reported that the autopulse platform (sn 37824) failed during a patient event. No other information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) failed was not confirmed in either the archive data or during functional testing. No device malfunction was observed during testing, and the autopulse platform operated as intended. A review of the archive data didn't show any fault or error messages recorded on the reported event date of (B)(6) 2025. The autopulse platform passed the initial functional test without any faults or errors. Following service, the autopulse platform passed all testing criteria.